Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad trace. No button error alarm and no moisture damage at electronic assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after it was accidentally dropped into lavatory. Customer's blood glucose value was 197 mg/dl. The customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.